Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was oversensing resulting in non-sustained and diverted episodes as well as inhibition of pacing. The physician was unable to reproduce any problems with pocket manipulation.